Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2016-09203, 2134265-2016-12362. It was reported that during atrial tachycardia procedure, cardiac tamponade occurred. Following insertion of the intellamap orion¿ the patient complained of chest pain during catheter deployment. The physician progressed with the procedure and patent experienced cardiac tamponade. The patient stabilized and no additional adverse effects were reported and the patient status is stable. It was further reported that the patient was heparinized whole case long. An intellanav oi was used to ablate. A dynamic deca catheter was used to reference the impedance based catheters.